Manufacturer narrative:
The reported event of break/loss of stimulation was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss of stimulation. Diagnostics indicated high impedances, and x-rays found a kink in the lead. To address the issue, the physician explanted and replaced the lead with a new model, which resolved the issue.